Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was returned free floating, in the flow coupler tray for evaluation. Visual inspection was performed which showed flow coupler rings seated in the jaw assembly and joined misaligned. The pins of the flow coupler rings did not align to their mating holes as expected, due to ring rail not being seated appropriately in jaw slot. The flow coupler rings were removed for the jaw assembly for a view under the microscope and the misalignment was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the prongs on a flowcoupler system was bent. This was discovered intra-op. There was no report of patient injury or medical intervention associated with this event. No additional information is available.